Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during drain 1 of 5. The patient stated that he was lying in bed when the hc alarmed and that he cycled power. (B)(4) explained that a large amount of air had entered into the disposable set and had the patient cycle power again to clear the error. (B)(4) then helped the patient remove the supplies. The patient elected to start over with new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).